Event description:
A device was applied to a patient, it analyzed the rhythm, advised a shock, armed and was turned off 25 seconds into the event by a trained professional responder. The device was turned back on 13 seconds later by the user and did not advise a shock for the rest of the event (13 minutes). The patient outcome is unknown. The reason why the device was turned off is unknown. During the entire event, the device analyzed and made appropriate shock/no shock decisions; the device appeared to perform according to specifications. Because it cannot be conclusively determined if delivering a shock would have benefited the patient, or if the event were to recur in different circumstances would impact patient outcome, the event is being filed.

Manufacturer narrative:
The ECG from the event, which includes annotations of device behavior, was analyzed.